Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the videoscope exhibited foreign material in the ventilation port, light guide connector, universal cord socket, angle lever, up/down plate, forceps elevator lever and video cable ore dome. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the devices, however, were unable to be identified. Therefore a definitive root cause of the foreign material could not be determined. Labeling: as a result of confirming the contents of the instruction manual of enf-vq, there are descriptions about reprocessing method in the items below: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.